Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was confirmed in the event history log, and the cause of the issue was found to be worn-out clutch parts. The left and right clutch, clutch spring, worm gear, worm coupling and motor were replaced to fix the issue.

Event description:
It was reported that the device has travel coarse error and a missing plunger. The event had occurred during self-test. There was no patient involvement.